Event description:
Cadd pump did not administer the medicine (fentanyl 25 mcg/ml) to the patient. When the nurse went to waste the remaining medicine from the cadd he found that it was full so no medicine was dispensed to the patient.